Event description:
The customer reported that his insulin pump alarmed motor error during rewind. Troubleshooting was performed, and the displacement test was could not be performed. Advised the caller revert to backup until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk.